Event description:
It was reported that this right atrial lead exhibited high pacing impedance measurements of greater than 3000 ohms and suspected lead fracture. It was noted that the device recorded a signal artifact monitoring (sam) episode. Reprogramming was performed and this patient is scheduled for a follow-up. The ra lead remains in service. No adverse patient effects were reported.